Event description:
It was reported that the patient experienced retention for an extended period of time prior to activation of their artificial urinary sphincter. The patient reported the issue to their physician the day after implant. The patient's 3.5 cm cuff was replaced with a 4.0 cm cuff. The patient was then fine and voiding. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.